Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient and her husband changed out her controller at home during the night due to receiving a controller fault alarm. It was stated that the patient tolerated exchange with no issues. Alarm was verified on the log files. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
It was reported by the site that they were unable to tell if the alarm was self-clearing. As soon as the patient saw the alarm he changed to his backup controller without calling site. No damage was noted to the controller and the patient was in bed at the time of the incident, so no known activities being done to produce static. No open ports. Based on log file reports, the pump was still running until the patient disconnected for the exchange. Rationale for reportability per regulatory reporting procedure based on review of the complaint handling team. An isolated alarm that self corrects would not be likely to cause or contribute to death or serious injury. Per design the controller is set and expected to alarm in order to alert the user under certain pre-set conditions. In this situation the controller continues to power the pump. This will result in user annoyance with no affect the function of the pump. No additional information will be forthcoming.